Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call during troubleshooting for no delivery that they experienced high blood glucose level of 443mg/dl. During troubleshooting for no delivery, it was found that the cannula was bent and insulin pump alarmed no delivery when fixed prime was performed. The customer was advised that the set might be occluded and to change set. The customer was assisted with troubleshooting for high blood glucose. Customer's blood glucose value was 492mg/dl at the time of troubleshooting. The customer changed set and was assisted with changing insulin pump time correctly and declined to continue further. The insulin pump will not be returned for analysis.